Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient had programming adjusted on (B)(6) 2018 and since then the patient's skin is drawing up or tightening on the right side of his face making it difficult to speak and the right arm muscles are tightening. It was reported the patient's doctor was out of town. The patient was not sure if he had the ability to adjust his own stimulation. No further complications were reported or anticipated.